Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "capsular contracture baker grade unknown." Patient later reported "capsular contracture baker grade iii/IV." Device remains implanted.

Event description:
The event is capsular contracture, baker grade ii. Which is not reportable.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: crease, particles and wear abrasion was completed. And none of the observations are.

Event description:
Healthcare professional later confirm a capsular contracture, baker grade ii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture unknown baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Patient reported "change in breast probably encapsulation". Device remains implanted. This relates to the right side.